Manufacturer narrative:
A ge rep evaluated the system and determined the sram memory needed to be replaced. Sram was placed on order. It is anticipated that replacement of the sram will restore the system to operating as intended.

Event description:
Customer reported the system is displaying error codes. No pt injury was reported.